Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out of the device. The customer's blood glucose reading was 115 mg/dl at the time of incident. Troubleshooting explained the possible cause of the alarm and advised customer to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer indicated that they were already using their back-up plan. Customer was also advised that the device would be replaced and to return the product for analysis.